Event description:
It was later reported that there was no concern for a worsening outflow graft occlusion, and it had not reoccurred since it was previously reported. It was reported that the pi events were attributed to patient's hypotension. The patient's blood pressure medication dose was adjusted to prevent further drop in blood pressure.

Manufacturer narrative:
The patient's outflow graft occlusion was reported under MFR #: 2916596-2023-00440. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events could not be conclusively established. The submitted controller event log file contained events from (B)(6)2023 ¿ (B)(6)2023. No notable events or alarms were captured. The system appeared to operate as intended at the stored patient speed for the duration of the file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pulsatility index (pi). Section 1 and section 4, ¿system monitor¿, of the IFU state that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle)¿. Section 4 further states, ¿pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events, including sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a suspected outflow graft occlusion. They had pulsatility index (pi) fluctuated between 2-4. Their doppler pressures at home were 80-90 mmhg while they remained asymptomatic. The patient's doppler pressure in the clinic was 60mmhg. A review of the log file revealed multiple pi events that were occurring on (B)(6) 2023 at 1911 to (B)(6) 2023 until 1407.